Event description:
A hospital in (B)(6) reported that the warmer head of an iw980 wall mount infant warmer had a discoloured harness connector. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the upper and lower harnesses of the complaint iw980jeu baby control wall mount infant warmers were returned to fph (B)(4) for visual inspection. Results: visual inspection revealed that there were slight discoloration of the connector housing. A lot check revealed one other complaint of this type for lot 021108. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connectors were most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. Replacement parts have been sent to the customer to replace the discolored harness connectors.

Event description:
A hospital in (B)(6) reported that the warmer head of an iw980 wall mount infant warmer had a discoloured harness connector. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regards to the complaint device. We will provide a follow-up report once we receive the affected component and have completed our investigation.